Event description:
Device status eos after shock delivery. It was confirmed that frequent shocks were delivered at 9:45 on 18th march. Patient was emergently transported to the hospital and when checked, device went into eos and 57 shocks had been delivered.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status and 115 charging cycles were recorded in the ICD's memory. The memory content of the device was inspected. The inspection revealed multiple episodes of regular vt detection on (B)(6) 2024 due to intrinsic signals. The analysis of the shock holter data showed that multiple charging cycles were performed by the device on march 18, 2024 between 09:29 am and 09:45 am. As a result of that fast-successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos1 battery status. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. The activation of the eos status resulted from that fast successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.